Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device was received. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
(B)(4). Evaluation of the returned device found that the sheath had been fully slit with no damage detected indicating that it was not a contribution factor in the reported event. The thumb advancer was retracted from its finish position which is an indication that the access ports were utilized. The clip was found at the distal end of the flex tube. The most probable cause for the mislocated clip is likely a combination of the inability of the vessel locator to retract properly and anatomical issues preventing the proper ejection of the clip off the distal end of the device. The device was disassembled and there was no abnormal observation found. A review of the finished product lot history record did not reveal any nonconforming material records associated with this lot. To assure that all products perform according to specifications they are subject to an inspection during manufacturing. In additional, a quality control audit inspection is performed to verify product quality.

Event description:
It was reported that a physician trained in the use of the starclose se device attempted arteriotomy closure of the common femoral artery after an interventional procedure. Reportedly, during sheath splitting, resistance was encountered 2 inches of the way. The splitting was continued and there was an increase in resistance. The access ports and safety release button were used, per instructions for use and the device was removed. Manual compression was applied to achieve hemostasis. There was no reported adverse patient sequela. Though requested, additional information was not provided.